Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that the stent graft had migrated due to neck dilation. No leak was identified due to the migration. The patient received an intervention where a 32x32x49 cuff was implanted with endoanchors and the event was resolved. No additional clinical sequelae were reported and the patient is doing fine.